Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was having abdominal discomfort. The patient had turned the device off for a while and they were fine with the device off. The patient now wanted the device to be removed so a system removal was planned. The patient status at time of the report was alive and no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.